Event description:
On 04/10/2015 the following was reported to arjohuntleigh: on (B)(6) 2014 during the resident's transfer, the aide failed to securely fasten one of the sling clips of the standard sling before raising the resident. The sling clip detached once the resident was raised (height unk). The resident, who had no control over their limbs, fell to the left onto the ground and sustained a contusion. It was indicated by the facility representative that "they had in-serviced all of their aides after the event." It was indicated that there was no issues with the lift and th sling. It was also reported by the facility that the resident has passed away from other issues - aspirating on vomit. On 04/27/2015 additional information was received by arjohuntleigh; director of nurses at the facility stated that they do not have the date of death as all of the records have been put into storage. She said that the resident's death was completely unrelated to the fall. The patient just had some bruising to his head as a result of the fall.

Manufacturer narrative:
(B)(4). This appears to be a "malfunciton" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the manufacturer's investigation. (B)(4).